Event description:
Reporter alleged discrepant back to back blood glucose results of 409, 150, & 275 mg/dl when all tests were performed 1 minute apart on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. The advantage system: meter and comfort curve test strips lot number 549415 with an expiration date of 12-31-2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.